Event description:
Customer was reporting she was inserting a sensor and it was pulled out by the serter. Customer reported her blood glucose was 520 mg/dl, treated manually. Customer was advised how to properly use the serter to insert the sensor. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.